Event description:
It was reported that there was an issue with ff904sb - caspar distraction pin 14 mm. According to the complainant, a piece of the screw broke off and remained in the vertebral body because the tip could not be removed. The fragment remained in situ. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9- product receipt date. Investigation: visual investigation: the fracture surface at the distraction pin shows the typical signs of a multi axial stress condition of bending and torsion. There are residual forced fracture areas. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error explanation and rationale: the lot contains 3990 pins. This is the only complaint out of this batch. Ther error pattern is typically for mechanical overstress of a multi axial stress condition of bending and torsion. A material failure or a manufacturing error can be excluded. Conclusion and root cause: based upon the investigation results, the root cause of the problem is most probably usage -related. Based on the investigation results, a CAPA is not required.